Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an avnrt ablation procedure, a pericardial effusion occurred. Approximately 30 minutes following a successful procedure using a flexability ablation catheter via retrograde approach, the patient complained of chest pain. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The patient remained stable one day post procedure. There were no alleged performance issues with any sjm device.